Manufacturer narrative:
Internal file number (B)(4). Correction: part number changed from 1128250-23 to 1128225-23. Correction: unique device identifier changed from (B)(4) to (B)(4).

Event description:
Per device analysis reassessment, it was determined that the correct device was a 2.25x23mm xience proa and not a 2.5x23mm xience proa stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the bifurcation procedure was to treat a moderately calcified and mildly tortuous marginal artery. Two pilot guide wires were advanced and pre-dilatation was performed with a 2.0x20 non-abbott balloon. A 2.5x23mm xience proa stent was then advanced to the lateral part of the lesion, resistance was met with the anatomy. The device was decided to be removed and resistance was met with the anatomy. Once outside of the anatomy, it was noticed that the stent strut was flared. A non-abbott stent was used to successfully complete the procedure without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.